Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The serial numbers of the pump, n'vision, and software card were reported to be asked but unknown. It was undetermined if there were any contributing factors to the incomplete telemetry.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, lot# unknown, implanted: (B)(6) 2015, product type: catheter; product ID: 8840, serial# unknown, product type: programmer, physician ;product ID: 8870, serial# unknown, product type: software. Other relevant device(s) are: product ID: 8840, serial/lot #: unknown; product ID: 8870, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a business partner regarding a patient who was receiving gabalon (unknown concentration at 90 mcg/day) via an implantable pump for quadriplegia due to hypoxic encephalopathy. It was reported adverse events of musculus tonus and increased heart rate occurred. The events had a date of incidence of (B)(6) 2018 and were considered not severe. The events were considered causally related to the drug and programmer, and not causally related to the catheter, pump, or surgical procedure. The outcome of the adverse events was "remission." On (B)(6) 2018, a refill was performed. On (B)(6) 2018, the critical alarm was triggered three times. On (B)(6) 2018 an alarm (which the alarm was unknown) was received. On (B)(6) 2018, no withdrawal symptoms were considered at first. However, upon seeing the reported hcp, the hcp confirmed that musculus tonus occurred and heart rate increased (both events were mild level). Log history using an n'vision showed that 63 hours had passed since the pump stopped. In order to confirm the events, the reported hcp contacted the hcp at the rehabilitation center who performed the refill on (B)(6) 2018. During the update, the battery alarm was triggered, per the hcp. Another n'vision indicated the pump stop during the refill in the log history. The battery was replaced, and the pump was reprogrammed. As withdrawal symptoms were observed, a single bolus of 50 mcg for 10 minutes was set and updated. After that, the patient was monitored for 20 minutes without any issues. The patient was currently admitted to the rehabilitation center. The hcp thought t hat an update failure caused the events. Additional information was provided. It was clarified that the n'vision battery was replaced. It was stated the program was updated, the event log was read, and it was confirmed there was a return to normal status. Update failure was clarified to mean "the physician could not update programming." The hcp understood the meaning that the pump stopped because the telemetry by the n'vision was incomplete at refill. It was also stated "you could not start well the infusion after refilling." No further complications were reported or anticipated.